Manufacturer narrative:
Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the vascular dissection cannot be determined. The cause of the failure to advance cannot be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp device was inserted into the right femoral artery in a 60-year-old female patient with a past medical history of coronary artery disease (cad), presenting in stage a shock, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). It was noted that the patient had peripheral artery disease in both femoral and iliac arteries; however, it was determined that the right femoral artery was the best option to insert the impella. The physician obtained access and inserted a 14f x 13 sheath. The impella would not cross the iliac artery. After multiple attempts, the patient had an iliac dissection. The physician pulled the guidewire back and attempted to recross the iliac artery with another guidewire, but the guidewire would not advance. After numerous attempts, the physician was able to wire the true lumen of the iliac and angioplasty the area with a balloon catheter several times, which resolved the dissection. At this point, the impella insertion was aborted. A stent was placed to the mid left anterior descending (lad) artery. Cardiothoracic (CT) surgery consulted to place an axillary impella 5.5 at a later time to finish the pci. The post-procedure outcome is survived at explant. Vascular injury is a known adverse event and may be influenced by device-related, patient-specific factors, and/or user technique.